Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the battery cap contact was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). It was reported on the initial MDR report that the battery cap was damaged. Per audio quality monitoring, it was determined that the reporter never alleged that the battery cap was damaged.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life was recorded. Visual inspection revealed that there were cracks in the battery compartment below the grip pad. Evidence of moisture was observed behind the display lens. During testing, the pump powered on with a distorted, multicolored display image. The returned battery cap was intact and was used to complete all testing. Due to internal moisture, the pump emitted a cs 073 call service with each ¿rewind¿ attempt. The idle and sleep electrical current draws were found to be within the required specifications. The rewind and load electrical current draws were not able to be measured due to the call service alarm issue. The pump case was removed and evidence of moisture contamination was found inside the pump. The complaint of short battery life was not able to be adequately investigated due to the moisture damage and call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.